Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on august 18th 2010 the patient presented with a three day history of increased shortness of breath, nasal congestion, productive nasal sinuses, copious amounts of drainage, coughing some of it up, yellow in color, says he has had so much output it has been difficult to wear CPAP at night. That lead to increased congestion, increased shortness of breath. He has had significant cough with a headache and almost near syncope. Some chills, some sweating and it is just progressively worse. The patient was to undergo endoscopic sinus surgery. It was then observed that the patient had an episode where his stats fell into the 80s and he became acutely diaphoretic and short of breath. Doppler ultrasound were negative but a CT scan of the chest demonstrated bilateral pulmonary emboli. He was taken to ICU. There was nasal blockage that could not be removed bedside so the patient was sent to the operating room for definitive management. In addition to that, it was discussed at the time because of his need for continued anticoagulation, the possibility of placing a greenfield filter in case of a recurrence of his deep vein thrombosis. The filter was inserted and directed into the ivc below the level of the renal veins at approximately l3. It was deployed and appeared to be in good position. On (B)(6) 2017, the patient received a CT scan of his abdomen without contrast due to an unspecified injury of the ivc. It was observed that the greenfield was placed below the renal veins. Two of the anchoring struts (posterior and right anterior) extended slightly beyond the vessel wall. There is anterior tilting of the proximal aspect of the device by twenty six degrees. There is no ivc stenosis. There are several circumscribed renal hypo densities favored to represent cysts. Mild perforation of two anchoring struts were also observed.